Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance. The physician elected to use another new lead to complete the procedure but during the maneuvering the guidewire failed to advance. Eventually, the physician completed the procedure with a non-abbott pacer system and the patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue for the analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections found no anomalies.